Manufacturer narrative:
Our filled service engineer (fse) investigated the ventilator on site. The ventilator failed internal leakage test during pre-use check. The pressure transducer printed circuit board (pcb) was found defective and needs to be replaced. The investigation revealed signs of liquid on the pcb. The pcb was contaminated by liquid from the damaged o2 cell. No logs were received and no parts were returned for investigation, therefore the reason for reported issue could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the pressure transducer printed circuit board (pcb) was defective and needs to be replaced. There was no patient involvement. Manufacturer's ref.#: (B)(4).